Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported a kink in the locator of the angio-seal device. When the locator was being inserted into the insertion sheath, resistance was felt and a slight kink was found in the tip of the locator. The device was not used and manual compression was applied to achieve hemostasis. Blood loss was reported to be less than 250cc. The puncture site was distal to the inguinal ligament of the right common femoral artery. The size of the sheath ancillary used was 8 fr. Hemostasis was successfully achieved by manual compression. There was no health damage to the patient.